Event description:
Trinity / trifit ts revision of all components after approximatively 3 years and 2 months due to infection. An antibiotic spacer was used during the revision.

Manufacturer narrative:
Per (B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), whether the patient followed correct post-op protocol, patient medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / trifit ts revision of all components after approximatively 3 years and 2 months due to infection. An antibiotic spacer was used during the revision.

Manufacturer narrative:
Per -10601 final report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), whether the patient followed correct post-op protocol, patient medical history and an update on the patient post revision was requested in order to progress with the investigation of this event, however, none of this information was provided. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported infection. The root cause of the infection has not been traced to the corin devices and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.